Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Access was obtained via the femoral artery. The target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending artery. A 3.50mm x 20mm liberte stent delivery system (sds) was then advanced and would not cross the lesion. The stent was misshaped during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box, inner pouch and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded with the stent moved 3mm past the distal edge of the proximal markband. The first proximal row of stent struts were flared, overlapping and bent. There were multiple shaft kinks and the distal tip was damaged. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Access was obtained via the femoral artery. The target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending artery. A 3.50mm x 20mm liberte stent delivery system (sds) was then advanced and would not cross the lesion. The stent was misshaped during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.